Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech isolated the issue to a missing latch bolt. He replaced the latch bolt and nut to repair the stretcher.